Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated ¿replace sensor¿ alerts while attempting to pair a dexcom g7 continuous glucose monitor with the ilet system, despite re-entering the pairing code and confirming accuracy, after which they were instructed to contact the cgm manufacturer and to perform a fingerstick for glucose monitoring. Symptoms included no reported adverse clinical effects and blood glucose not affected. Outcomes included temporary inability to use the cgm signal for automated insulin dosing and reliance on fingerstick testing. Investigation included customer troubleshooting and education focused on cgm pairing steps. Investigation of this case revealed a pairing failure of the external cgm, with no responsible device identified within the ilet system. It was concluded, based on established patterns for similar reports, that the cause was likely user- or third-party device-related pairing failure outside the ilet pump hardware.